Event description:
Related manufacturer reference number: 1627487-2019-05796.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-05796. It was reported that the patient's leads migrated, resulting in a loss of stimulation. Surgical intervention may occur later to address the issue.